Manufacturer narrative:
(B)(4). Evaluation: (results, conclusions): (procedural related). Evaluation summary: the device was returned inside the product pouch and shelf carton. A crystallized substance was present in the inflation lumen and balloon. The distal tip was flared with section of the tip material raised, indicating that it may have been stubbed during advancement. The balloon bond and a section of the inflation lumen had stretched and burst.

Event description:
A 2.0mm diameter x 15mm length sprinter legend rapid exchange (rx) balloon dilatation catheter was successfully inflated in a pt in the distal right coronary artery up to 14 atms. It was again used successfully in the mid and proximal right coronary artery again at 14 atms. However, during the 3rd, 4th, and 5th subsequent inflations in the mid and proximal right coronary artery, it was observed that the balloon appeared to expand outside the proximal marker. A dissection then occurred near the ostium of the right coronary artery. The account confirmed that there were no inflation or deflation issues noted during the 3rd, 4th and 5th inflations and there was no resistance experienced during re-positioning of the balloon in the different areas of the right coronary artery. The pt remained stable both during and after the procedure. The dissection was subsequently stented successfully without any issues. The pt is reported to be stable and no other clinical sequelae were reported.